Event description:
(B)(4). Essure was implanted, I began getting heavy and painful menstrual cycles, migraines began within a couple months, memory problems, bloating, weight gain, severe depression and mood swings, which I have til this present day. I also have chronic back pain and numbness and tingling of my extremities, which caused me to have two discs in my cervical spine fused, only to have all the symptoms come back twice as bad recently. Along with painful intercourse, loss of sexual desire, and mood swings so bad that they cause problems with all relationships. I've been forced to spend most of my time alone, as the easiest way of preventing losing my temper on people for little things.